Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), the impedance on the rv pacing lead was beyond the expected upper range, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lia warning occurred for increased sic count and 2 or more non-sustained episodes less than 220 ms on (B)(6) 2016. Rv pace lead impedance was greater than 3000 ohms on (B)(6) 2016. Sensing integrity counts went up to 173 (within 29 days) along with ventricular tachycardia (vt)-non-sustained and high rate- non-sustained episodesand evidence of oversensing.

Event description:
It was reported that an alert triggered due to high, out of range pacing impedance on the right ventricular (rv) lead. There were also high rate non-sustained episodes with noise and increased sensing integrity counter (sic). A fracture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.